Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/01/2025, a facility representative reported via (B)(4) that an ar-9091-20 369 mm flexible reamer shaft was cold-welded onto the hudson adapter. This was discovered during a case with no adverse effects on the patient.